Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not turn on when the customer plugged the pump into a power source. Blood glucose was 139 mg/dl. Reportedly, customer used manual injections for insulin therapy.